Event description:
Provider states that the joystick was not working properly. (P/n 1136937).

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.